Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported they were a little concerned about the implant because sometimes if the patient sat for a long time watching tv, it would kind of shock mildly at the ins site. The patient stated the shocks started about the last 4 months ago. The patient reported no falls or traumas and it was reviewed how to change programs per their request. It was noted that the patient has seen a local physician who appeared to also be an interstim doctor so the patient would plan to schedule another appointment with the hcp to discuss their interstim concerns.